Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a case/condition issue with damage to the battery cap and pump case; the battery cap was not able to be removed from the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: on investigation, the battery compartment was cracked at the case seal and the returned battery cap was damaged. Investigation confirmed case and cap damage. A test cap was used to complete the investigation. Unrelated to the original complaint, the display was noted to be discolored.